Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 5/24/2021 h.6. Investigation: one used sample was received and investigated by our quality team. The sample was caked with blood even on the outside so it was necessary to soak the connector in warm water before testing could be performed. The sample was infused with fluid multiple times and no leak was noticed. Using a syringe and different types of male luers, an attempt was made to force a seal stick leak but this was not successful either. Due to this being an issue with this connector in the past, the customer's complaint of leakage has been verified. A device history record review could not be performed because a lot number was not provided by the customer.

Event description:
It was reported that a maxzero needleless connector experienced leakage and contributed to blood exposure during use. The following was reported by the initial reporter: "it was reported that when disconnecting the IV tubing from the blue port, a drop came from the port and splashed the nurse on her face. Did not get into the eye but the nurse still washed her face for over".

Manufacturer narrative:
"Unknown manufacturer: (B)(4). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed."

Event description:
It was reported that a maxzero needleless connector experienced leakage and contributed to blood exposure during use. The following was reported by the initial reporter: "it was reported that when disconnecting the IV tubing from the blue port, a drop came from the port and splashed the nurse on her face. Did not get into the eye but the nurse still washed her face for over"